Event description:
Reportedly, during pt use, the silent button didn't work well. The pt was manually ventilated and transferred to another ventilator. There were no reported negative consequences or injury to the pt.

Manufacturer narrative:
(B)(4).